Manufacturer narrative:
Manufacturer ref#pc-(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone(B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization, a 4.5x22mm enterprise vascular reconstruction device (product code: enc452212, lot number 9633175) was advanced to target position and started to release, but distal markers of the stent were converged which could not be opened. The doctor only retracted the stent alone and switched to a new one to complete the surgery. The microcatheter was not replaced. Additional event information received on (B)(6) 2026 indicated that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was no resistance during advancement of the device. The stent did not appear damaged. The patient¿s vasculature was normal; no contributing factors such as tortuosity or calcification were observed. No additional intervention was required. The incomplete expansion did not result in stent migration or embolization of the stent. There was no blood flow restriction. There was no procedure delays/prolongation due to the event.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization, a 4.5x22mm enterprise vascular reconstruction device (product code: enc452212, lot number 9633175) was advanced to target position and started to release, but distal markers of the stent were converged which could not be opened. The doctor only retracted the stent alone and switched to a new one to complete the surgery. The microcatheter was not replaced. Additional event information received on 05-jan-2026 indicated that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was no resistance during advancement of the device. The stent did not appear damaged. The patient¿s vasculature was normal; no contributing factors such as tortuosity or calcification were observed. No additional intervention was required. The incomplete expansion did not result in stent migration or embolization of the stent. There was no blood flow restriction. There was no procedure delays/prolongation due to the event. The device was returned to j&j medtech for further evaluation. A non-sterile 4.5x22mm enterprise vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damage was observed. Microscopic inspection revealed large amounts of dried saline residues surrounding the stent and delivery system. The device was flushed with a lab sample syringe. The stent was advanced through the introducer, and the distal markers of the stent were noted to be flared. A device history record (DHR) was performed, and no internal actions were identified. The customer complaint regarding stent marker bands converging was not confirmed since the distal markers of the stent were noted expanded and no damages were found during the inspection. It is possible that the marker bands may have converged together but opposed the vessel wall during the procedure. Although no product defect was identified, there may have been other factors that contributed to the failure encountered during the procedure that could not be replicated in the laboratory setting. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: maintain adequate stent length (approximately 5 mm) on each side of the aneurysm neck to ensure appropriate neck coverage. Select a stent length that is at least 10 mm longer than the aneurysm neck to maintain a minimum of 5 mm on either side of the aneurysm neck. A large differential in diameter between the proximal and distal segments of the parent vessel may increase the risk of stent migration. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.